Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had no delivery alarm and display was flashing. The customer¿s blood glucose level was 20 mmol/l at the time of the incident. Customer also stated that they kept rewinding and refilling the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller and a cracked lcd screen. Unable to perform functional tests including displacement, and self tests due to the display anomaly.